Event description:
It was reported that the mattress was sliding off the stretcher during patient transfers from one stretcher to another. This almost caused the patients to fall. However no patient fell in regards to this event.